Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (cannot complete testing) was confirmed. As received, the monitor produced service code 203 and 102. Upon evaluation, the r45 resistor was open on the computer / analog board. The cause of the code 203 and 102 and test failure is the open resistor. The root cause of the open resistor cannot be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that the monitor was unable to complete testing.